Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure got delayed for almost 20 minutes and the procedure was done by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo module was defective. Upon functional testing, fse found that the propeller rotated along with the c-arm rotation. Fse replaced the geo module and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the c-arm movement control was defective. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.